Event description:
Since the 1980's rptr has experienced many health problems including a diagnosis 7/94 of atypical neurological disease from a board certified doctor of internal medicine. Also proof of rupture by MRI. Now scheduled for removal. Rptr objects strongly to a time limit being put on MFR liability. Rptr has such fatigue, she does very little. She only works part-time due to overall weakness. She just wants this poison out of her body.